Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 7226747. Customer states that a clear liquid left at the tip of the needle. The returned syringe was examined and exhibited no foreign matter in the syringe. However, when fully depressing the plunger rod, a small clear droplet of material came out of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. CAPA # 56537 and situation analysis # bddc-16-871-sa have been opened to address this issue. A review of the device history record was completed for batch # 7226747 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200714211] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per manufacturing, "a visual evaluation of the syringe found that the plungers/stoppers were seated against the barrel roof. No evidence of fm on the inside or outside of the syringe. A light continuous film of silicone is visible on the ID of the barrel, but there is no evidence of excess silicone. The reported defect was not seen in holdrege, therefore no probable root cause could be determined." Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was "a little behind the zero mark" when pushed to aspirate the "genotropin hormone", and clear liquid was left at the tip of the needle. The following information was provided by the initial reporter, translated from portuguese to english: customer informed that she makes application of genotropin hormone in her daughter and uses our syringes to make the application of that, mentions that in the last package purchased a syringe came with the plunger a little behind the mark zero and when she pushed to put in the mark zero to make the aspiration of the hormone a clear liquid left at the tip of the needle.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was "a little behind the zero mark" when pushed to aspirate the "genotropin hormone", and clear liquid was left at the tip of the needle. The following information was provided by the initial reporter, translated from portuguese to english: customer informed that she makes application of genotropin hormone in her daughter and uses our syringes to make the application of that, mentions that in the last package purchased a syringe came with the plunger a little behind the mark zero and when she pushed to put in the mark zero to make the aspiration of the hormone a clear liquid left at the tip of the needle.